Event description:
Patient was undergoing a lap splenectomy. The stapler did not feel right when the physician closed it. The physician opened the stapler and it seemed to be working fine. However, as soon as the physician started to fire, the physician saw collapsed staples that fell out of the device as though they had not been fired. The patient required an intraoperative blood transfusion as a result of this event.what was the original intended procedure?lap splenectomy.